Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: exact date unknown, not provided, but the best estimate is during 2017. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: a complete catalog number is unknown as the serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable as there is no indication that the lens has been explanted. Device manufacture date: unknown, as the serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient complained of severe halos after an implantation of a model zxr00 intraocular lens (iol). The doctor offered to remove the iol, but the patient was not interested. No additional information was provided.